Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited noise oversensing due to interference from the MRI and causing an inappropriate episode been recorded. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.